Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparo/rectal prolapse repair. According to the reporter: when a hernia stapler was inserted into the port, all seal part fell into the cavity. The fallen pieces were retrieved completely. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.